Event description:
The device displayed connect electrodes while using a therapy cable and combination electrodes. The operator switched to use of standard paddles. The defibrillator was then successfully charged. Reportedly, the defibrillator would not deliver selected engery to the pt. This was based upon a lack of expected pt muscular reaction with defibrillator discharge. The staff obtained a backup defibrillator, which was used to administer three successive shocks to the pt. Pt outcome was not reported. There were no adverse affects to the pt reported as a result of device use.